Manufacturer narrative:
No unexpected low battery or failed self test noted during testing. Passed pump self test, displacement test, rewind test, basic occlusion test and prime and system sensor test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position alarm in alarm history screen due to over written history file. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, motor error and failed self test during prime. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done for alarms but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.